Event description:
The customer reported that pump serial number (B)(4) has a stuck number 3 key on the keypad. There was no patient injury reported. No further information was available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The investigation has been completed at this time. A supplemental report will be provided when the investigation is completed.